Manufacturer narrative:
The detector panel was returned to the manufacturer for analysis. The panel was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system onsite and found the system was functional. However, the system logs were reviewed and showed umbilical cable errors. When the representative returned another day to replace the umbilical cable the cp processor had stopped working and it was confirmed that the x-ray status bar is not initializing. The representative found the paxscan processor to be faulty. The imagers file was corrupted. Both the detector and paxscan were replaced and new imager files were loaded. The issue resolved. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. No parts were returned to the manufacturer for evaluation.

Event description:
A site biomed representative reported that outside of a procedure, the imaging system detector was not ready. When attempting to turn on the system for a non clinical checkout, the system was not initializing. The remote desktop indicated that the detector was in a 'not ready' state and the x-ray detector, both the status and the state were blank. Rebooting the system did not resolve the issue. There was no patient present when this issue was identified.

Manufacturer narrative:
The suspected cpu control board was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.